Event description:
It was reported that while using 5 bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the end of the sleeve. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd received 1 photo for investigation. The photo was evaluated and shows blood on a surface; however, no sleeve leakage could be seen. Additionally, 10 retained samples were functionally tested and no leakage was observed. This complaint has not been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 5 bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the end of the sleeve. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.